Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm evaluated the iabp unit and observed in the iabp log files that the iabp unit had been running on the batteries for over two hours. The stm ran a full battery runtime test on the batteries and noted that both batteries ran for over an hour before the iabp unit alarmed "low battery," and continued to run. The stm ensured that the iabp unit would charge the batteries whenever it was installed into the cart. The stm suspected that the iabp unit had been running on the batteries prior to the transport of the patient. Subsequently, the stm completed the scheduled pm service and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
While a getinge service territory manager (stm) was at the customer location to perform a scheduled preventative maintenance (pm), the customer reported to him that while transporting a patient on (B)(6) 2019, the cardiosave intra-aortic balloon pump (iabp) alarmed "low battery" after running on batteries for what seemed like 10 minutes. However, the trip was only a couple blocks, so there was no incident with the patient, and they made it successfully on battery power. There was no patient harm and no adverse event was reported.